Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "nervous" and was unable to self-treat, requiring non-healthcare professional administration of insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Sensor found to be in state 1 (storage state). Extracted data from the returned sensor using approved software. Insertion failures were observed. Watermark was observed at the base of the sensor tail. No failure modes were observed upon visual inspection of the plug assembly. The sensor was activated with a known good reader and the reference values were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced "nervous" and was unable to self-treat, requiring non-healthcare professional administration of insulin for treatment. There was no report of death or permanent impairment associated with this event.